Event description:
Boston scientific received information that this product was returned from a funeral home with no reported allegations. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations. Boston scientific medical records has (B)(6) 2013 as the documented date of death.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded on (B)(4) 2013 after a shock was attempted for a ventricular tachycardia (vt) episode. This was followed by several charge time exceeded alerts. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, this caused the device to declare eri/eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. It appeared the patient passed away before the shorted lead fault occurred.